Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a rupture or leak in the balloon. There was no harm reported. Additional information was received from the customer and stated that it is difficult to tell if there was a rupture or leak from the sample. The action that has been taken is to put on a new set.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 27-apr-2021. A sample have not yet been received for the investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Manufacturer narrative:
Section h6 - investigation findings code was originally reported as 170 manufacturing process problem identified and it should be 180 mechanical problem identified.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The product was manufactured on 27-apr-2021. One sample was received for the evaluation. A visual inspection and functional testing were performed. The balloon was inflated with water and a leak was detected in the lower part of the tube. A corrective and preventative action (CAPA) was opened to further investigate this issue. This complaint will be used for tracking and trending purposes.